Event description:
Patient contacted the depuy mitek quality department to report on (B)(6) 2012, he had bilateral injections of orthovisc. On (B)(6) 2012, he noticed he had large, itchy hives from head-to-toe and was experiencing a racing heartbeat. He went to the emergency room and was given prednisone, benadryl and an epipen to take home. He followed up with his family doctor who advised him to see an allergist. Allergy testing was performed on (B)(6) 2012 and the patient was told they could not rule out that he had an allergic reaction to the orthovisc. He still has breakouts but not very many. He will be contacting his orthopedic doctor this week. He has agreed to a follow up phone call.

Manufacturer narrative:
The device was not available to be returned and the lot number is unknown. No further evaluation or investigation is possible.